Manufacturer narrative:
The reported event was addressed with phone support. An isi field service engineer (fse) contacted the customer and confirmed that the issue was related to the mechanical gear movement of the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the customer was unable to take control of universal surgical manipulator (usm) 2. The system was restarted to recover the fault. System logs were not available during the call. The tse found no indication of the reported issue. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up and obtained additional information. The surgeon was unable to take control of the endoscope when docked on usm 2. Only the endoscope attached to ums 2 was unable to move. The other instruments and umss had no issue. The instrument did not move in the intended direction on usm2. There was no shakiness or friction and there was no instrument or arm interference. There were no external collisions. The customer changed the endoscope to resolve the issue.